Manufacturer narrative:
D9. Date returned to mfg: 17-jun-2024. Investigation summary: one returned sample was received in used condition, in a plastic bag. During visual inspection no visual defects were detected, the cuff inflated properly. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system, the sample worked as expected. The failure mode of ¿a0492 - will not inflate¿ was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the balloon would not inflate during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.